Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The CT of the patient was loaded and merged to the plan. The new CT was selected in the exam manager in the 3d option and in exam 1. The exam manager was exited and the screen showed the message for "computing". This message stayed on for several minutes, which was longer than normal. The robot was manually shut off by turning the on/off switch and unplugging the power cable. The robot was restarted and the exam was loaded by selecting it in exam 1 first and closing the exam manager, then opening the exam manager again to load it in the 3d box and closing again. The exam manager was opened a third time to select "frame registration" and the registration continued.

Manufacturer narrative:
It was reported that the 3d computation was slow. DHR and complaint history review were not performed based on the low severity level of this complaint. Analysis of data logs determined that the cause of the issue is a use error. Indeed the surgeon did not followed the IFU recommendations.

Event description:
The CT of the patient was loaded and merged to the plan. The new CT was selected in the exam manager in the 3d option and in exam 1. The exam manager was exited and the screen showed the message for "computing". This message stayed on for several minutes, which was longer than normal. The robot was manually shut off by turning the on/off switch and unplugging the power cable. The robot was restarted and the exam was loaded by selecting it in exam 1 first and closing the exam manager, then opening the exam manager again to load it in the 3d box and closing again. The exam manager was opened a third time to select "frame registration" and the registration continued.